Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee surgery on a canine, it was observed that the power was coming from the handpiece device; however, the sagittal saw attachment device was not moving. According to the reporter, all of the other attachment devices worked fine. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working and did not function. It was further observed that there was an unknown substance found on the internal components and was also corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.